Event description:
The reporter stated the lens twisted up in the inserter. No patient contact. Additional information was requested but not forthcoming. If any addtional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber. Three piece foldable intraocular lens. Evaluation method - lens work order search.results: visual inspection of the returned lens showed the lens was received stuck inside the epiphany injector. There was evidence of a clear surgical residue, however, there was no visible damage to the injector. A work order search was performed and there were no similar complaints found. The epiphany injector is not the recommended injection system for this lens, therefore, this is consided off label usage of the device. (B)(4)